Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a scheduled implantable cardioverter defibrillator change procedure. Prior to the procedure, the device was interrogated and found to exhibit intermittent post paced t-wave oversensing. The device was explanted and replaced. The new device did not exhibit any post paced t-wave oversensing at the same settings. The new device was programmed to a different setting to prevent oversensing. No patient symptoms were reported and the patient was discharged from the hospital post procedure.